Event description:
It was reported to the MFR that the vns pt has began experiencing a slight increase in seizure activity not above pre-vns baseline. Review of programming history revealed that system diagnostics test performed on the pt's device showed a dcdc code of zero. If present, an intermittent short-circuit could have potentially contributed to the pt's slight increase in seizure activity. Good faith attempts to obtain additional info regarding the reported event are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.